Event description:
As reported by the legal brief, the patient was implanted the optease filter. The inferior vena cava (ivc) filter subsequently malfunctioned and cause injury, damage, including, but not limited to: caval thrombotic, post thrombotic syndrome, stenosis, and clot within filter. As a direct and proximate result suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expense, pain and suffering, and other damage. The following additional information was received per the patient¿s implant records: the patient had a history of deep venous thrombosis (dvt). The filter was implanted as the patient was at subsequent increased risk for dvt and pulmonary embolism (pe) formation due to status post fall, in which the patient suffered a c7 on t1 dislocation fracture, and after spinal fusion, long-term bedrest would be required. The filter was advanced to the l1 vertebra and placed and deployed under fluoroscopy. The patient returned to the floor in stable condition. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately four years and four post implant. The patient reports blood clots, clotting and or occlusion of the ivc, device unable to be retrieved, with an unsuccessful percutaneous retrieval attempt, in addition to stenosis, post-thrombotic syndrome and caval thrombosis. The patient also reports chronic pain in legs, unable to obtain an erection, loss of ability to provide for the family leading to depression, loss of ability to enjoy hunting, walking and hiking. The patient further reports struggling with pain, depression and daily lack of quality of life.

Manufacturer narrative:
Concomitant devices: unk guidewire, unk introducer, unk catheter, unk sheath. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient was implanted the optease filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to: caval thrombotic, post thrombotic syndrome, stenosis, and clot within filter. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a history of deep venous thrombosis (dvt). The filter was indicated as the patient was at subsequent increased risk for dvt and pulmonary embolism (pe) formation due to status post fall, in which the patient suffered a c7 on t1 dislocation fracture, and after spinal fusion, long-term bedrest would be required. The filter was advanced to the l1 vertebra and placed and deployed under fluoroscopy. The patient returned to the floor in stable condition. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting and occlusion of the ivc, device unable to be retrieved, with an unsuccessful percutaneous retrieval attempt, in addition to stenosis, post-thrombotic syndrome and caval thrombosis. Surgical procedure removal details were not provided. The patient became aware of the reported events approximately four years and four months post implantation. The patient also reports chronic pain in legs, unable to obtain an erection, loss of ability to provide for the family leading to depression, loss of ability to enjoy hunting, walking and hiking. The patient further reports struggling with pain, anxiety, depression and daily lack of quality of life. According to the information received in the redacted amended patient profile form (ppf), the patient additionally reports perforation of filter struts outside the ivc and tilting of the filter, becoming aware of these events approximately four years and four months after the filter implantation.

Manufacturer narrative:
As reported, the patient was implanted with an optease inferior vena cava (ivc) filter. Per the implant records, history includes deep venous thrombosis (dvt). The indication was a c7 to t1 dislocation fracture, with spinal fusion. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed at the l1 position. There were no reports of complications. The filter subsequently malfunctioned including, but not limited to, caval and filter thrombosis, post thrombotic syndrome, stenosis. Per the patient profile form (ppf), the patient reports perforation, tilt, blood clots, clotting and occlusion of the ivc, device unable to be retrieved, with an unsuccessful percutaneous retrieval attempt, stenosis, post-thrombotic syndrome and caval thrombosis. The patient also reports chronic leg pain, erectile dysfunction, pain, and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature and post thrombotic syndrome do not represent a device malfunction. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety, erectile dysfunction and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient was implanted the optease retrievable vena cava filter. The patient is reported to have had a history of deep vein thrombosis (dvt). The patient had a recent history of having fallen with subsequent c7 and t1 dislocation fractures. The patient would require subsequent spinal fusion and longterm bedrest as a result of these injuries and was at increased risk for dvt and pulmonary embolism (pe). The filter was implanted via the right groin at the level of l1. Approximately four years and four months after the implantation, the patient became aware of having developed blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient underwent an unsuccessful percutaneous attempt to retrieve the filter. During the attempt, the filter was also noted to be stenosed and the patient had developed post-thrombotic syndrome and caval thrombosis. The patient further reported having experienced chronic leg pain and depression associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ivc perforation, retrieval difficulty and stenosis events could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The reported details indicate that retrieval was attempted more than four years after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Post-thrombotic syndrome is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Due to the nature of the complaint, the reported pain and depression experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient was implanted the optease filter. The filter subsequently malfunction and cause injury, damage, including, but not limited to: caval thrombotic, post thrombotic syndrome, stenosis, and clot within filter. As a direct and proximate result suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expense, pain and suffering, and other damage. The following additional information was received per the patient¿s implant records: the patient had a history of deep venous thrombosis (dvt). The filter was implanted as the patient was at subsequent increased risk for dvt and pulmonary embolism (pe) formation due to status post fall, in which the patient suffered a c7 on t1 dislocation fracture, and after spinal fusion, long-term bedrest would be required. The filter was advanced to the l1 vertebra and placed and deployed under fluoroscopy. The patient returned to the floor in stable condition. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately four years and four post implant. The patient reports blood clots, clotting and or occlusion of the ivc, device unable to be retrieved, with an unsuccessful percutaneous retrieval attempt, in addition to stenosis, post-thrombotic syndrome and caval thrombosis. The patient also reports chronic pain in legs, unable to obtain an erection, loss of ability to provide for the family leading to depression, loss of ability to enjoy hunting, walking and hiking. The patient further reports struggling with pain, depression and daily lack of quality of life.

Manufacturer narrative:
As reported, a patient was implanted with an optease filter. The information provided indicated that the patient experienced caval thrombosis, post thrombotic syndrome, stenosis, and clot within the filter. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern with retrieval difficulty is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. Blood clots, clotting and/or occlusion and stenosis do not indicate a device malfunction. Rather, patient, pharmacological factors vessel characteristics may have contributed to these events. The filter is not intended for the prevention of dvt. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores).with the very limited information available for review and no imaging it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient was implanted the optease filter. The filter subsequently malfunction and cause injury, damage, including, but not limited to: caval thrombotic, post thrombotic syndrome, stenosis, and clot within filter. As a direct and proximate result suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expense, pain and suffering, and other damage.